Event description:
The patient was undergoing a medical procedure using a neuron 6f 070 delivery catheter. During the procedure, the neuron catheter became kinked and the physician was unable to advance another catheter through it. The neuron was removed and the procedure continued. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
The neuron 070 was ovalized from approximately 3.0 cm to approximately 6.0 cm from the distal tip. The complaint has been evaluated. The complaint indicated that the neuron 070 was noticed to be kinked as it was being advanced over a wire through a 6f sheath. Evaluation of the returned device revealed ovalization in distal shaft. This type of damage typically occurs due to improper handling during preparation or use. If force is applied to the distal shaft while maneuvering the device, is likely that damage will occur. These devices are 100% visually inspected or damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.